Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotawire got separated. A rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the rotawire got separated. No patient complications were reported.

Event description:
It was reported that the rotawire got separated. A rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the rotawire got separated. No patient complications were reported. It was further reported that the 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. It was also noted that the wire was stuck in the lesion. Therefore, the hand side of the wire was cut and the burr was removed. A snare was inserted along the wire, however the wire could not be unstuck. A 0.85 mm balloon was then inserted and dilated several times and the wire was unstuck. Upon removal of the wire from the guiding catheter, it was also noted that the tip of the wire was damaged. The procedure was not completed.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Microscopic and visual inspection of the device found that the wire was fractured at 127cm from the distal weld ball. Both the proximal and distal portions of the returned wire presented multiple kinks along the body of the wire. Also the spring tip is stretched. Functional inspection revealed that the proximal portion of the rotawire was able to be removed, but was not able to be reinserted into the rotapro device due to multiple kinks along the body of the wire. The distal portion of the wire was not able to be inserted into the rotapro device due to multiple kinks along the body of the wire. Dimensional inspection revealed that the overall length is within specification. The spring tip was unable to be accurately measured due to severe stretching. The length of the distal portion of the wire was measured to be 127cm from the distal weld ball. The proximal portion of the wire was measured to be 200cm. As the expected length of an unstretched spring tip is approximately 3cm, it is likely that the full length of the wire was returned. Outer diameter of distal tip is unable to be taken due to severe stretching. Outer diameter of middle and proximal section of the device were within specification.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Microscopic and visual inspection of the device found that the wire was fractured at 127cm from the proximal solder. Both the proximal and distal portions of the returned wire presented multiple kinks along the body of the wire. The spring tip was found to be stretched. Microscopic inspection found that the distal weld and core wire were broken. Functional inspection revealed that the proximal portion of the rotawire was able to be removed, but was not able to be reinserted into the rotapro device due to multiple kinks along the body of the wire. The distal portion of the wire was not able to be inserted into the rotapro device due to multiple kinks along the body of the wire. Dimensional inspection revealed that the overall length is within specification. The spring tip was unable to be accurately measured due to severe stretching. The length of the distal portion of the wire was measured to be 127cm from the proximal solder. The proximal portion of the wire was measured to be 200cm. Outer diameter of distal tip is unable to be taken due to severe stretching. Outer diameter of middle and proximal section of the device were within specification.

Event description:
It was reported that the rotawire got separated. A rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the rotawire got separated. No patient complications were reported. It was further reported that the 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. It was also noted that the wire was stuck in the lesion. Therefore, the hand side of the wire was cut and the burr was removed. A snare was inserted along the wire, however the wire could not be unstuck. A 0.85 mm balloon was then inserted and dilated several times and the wire was unstuck. Upon removal of the wire from the guiding catheter, it was also noted that the tip of the wire was damaged. The procedure was not completed.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that the rotawire got separated. A rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the rotawire got separated. No patient complications were reported. It was further reported that the 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. It was also noted that the rotawire was stuck in the lesion. Therefore, the hand side of the rotawire was cut and the burr was removed. A snare was inserted along the wire, however the wire could not be removed. A 0.85 mm balloon was then inserted and dilated several times and the rotawire was no longer stuck in the lesion. Upon removal of the rotawirefrom the guiding catheter, it was also noted that the tip of the wire was damaged. The procedure was not completed.